Manufacturer narrative:
Implanted date - device not implanted. Explanted date - device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the operator felt some resistance when sealing the puncture and could not finish withdrawing the angio-seal device successfully. A new angio-seal device was used, and the puncture has been sealed well. The patient condition had no abnormality. Additional information was received on 03jun2021. The patient was diagnosed with coronary heart disease. The access was established from the femoral artery, inserting a balloon sprayed with the drug. A 6f procedural sheath was used in the process. An angiogram had been conducted in advance. The operator felt some resistance when sealing, the product was stuck when withdrawing. The patient was in a stable condition. Additional information was received on 06jun2021. The procedure was performed with a rotablator rotational atherectomy system from boston scientific corporation and inserted with a drug-coated balloon.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deployment difficulties mentioned in the allegation since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.